Event description:
User facility reported that a novasure endometrial ablation was performed "approx two weeks ago [2009] without issues". "A few days later" the pt presented with abdominal pain. The "physician on staff" noted that the large bowel appeared "burned" and a colostomy was performed. We have been unable to obtain add'l info surrounding this event.

Manufacturer narrative:
A device history record (DHR) review was unable to be conducted for the disposable novasure device as a lot number was not provided by the complainant. Lot and serial number not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the mfg date is not known. If add'l relevant info is received a supplemental medwatch will be filed.